Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two product sample were received for evaluation. Visual and functional testing was performed. Results: rips was detected in cuff for two samples and a leakage was detected; complaint was confirmed. The root cause of the reported issue was found to be the cuff was damaged during the use of the product since no leaks were reported in the pre-use check and according to the instructions for use the cuff could be damaged due to cuff nicks from teeth or instrumentation during intubation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that on a surgical tracheostomy of an intensive care patient, before making an incision in the trachea, the outer leg is always checked according to routine. During this check, no hood leakage was detected without external influence, i.e. The cuff was not broken before. Additional information received via customer response email 12-oct-2022: product fault is for a leak. Resolved using a new tube size 7. No patient injury was reported.